Event description:
It was reported the physician (singapore) was performing an arthroscopic procedure, using a firstpass suture passer, when the handle cracked. The physician reverted to a mini-open technique in order to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but not received.